Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to d.4 lot number and expiration date and h.4 device manufacturer date. Additional information was received. Lot number, expiration date and manufacturer date were updated. The investigation is ongoing.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation and the following was observed. Sheath shaft is curved. Liner fully expanded and tip opened as designed. C-marker band still attached to liner. Liner fully circumferentially delaminated, approximately 90mm from the tip. Strain relief tears near sheath hub. Imagery was provided from the site and revealed the following: post-procedural device photo shows potential liner delamination. The distal tip appears opened as designed with liner delamination and bunching at the distal end. Altered balloon profile, balloon bunched at the distal end. This event reports a sheath liner delamination observed during evaluation of the returned device that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. The complaint was confirmed. Available information suggests procedural factors (residual fluid in balloon, excessive manipulation) likely contributed to the event. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed. Investigation results suggest/indicate procedural factors (altered balloon profile, excessive manipulation) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported it was a case of a 26mm sapien 3 valve, in aortic position by transfemoral approach. After valve deployment, paravalvular leak (pvl) was noted and it was decided to post-dilatate. The same delivery system with +1cc was used to post-dilatate the valve which resolved the pvl. During withdrawal of the devices, a lot of resistance was felt while retrieving the balloon into the esheath, the distal past of the balloon was not entering the esheath. After several attempts, the system was successfully removed. The patient was stable post-procedure. Per pre-decontamination evaluation, liner delamination was observed.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: reference number: (B)(4). The lot number and implant site are unknown. The investigation is ongoing.